Event description:
It was reported that an asymptomatic patient was presented in clinic for follow-up. The pulse generator exhibited backup vvi operation. After device software download, normal device function resumed.

Manufacturer narrative:
.